Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery, and a 32 x 4.00 promus premier drug-eluting stent was selected for use. However, upon unpacking, the stent fell off from its delivery system. The procedure was completed with another of same device, and no patient complications were reported. The patient was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery, and a 32 x 4.00 promus premier drug-eluting stent was selected for use. However, upon unpacking, the stent fell off from its delivery system. The procedure was completed with another of same device, and no patient complications were reported. The patient was stable. It was further reported that the stent detached from its delivery system during preparation outside the patient, when it was transferred to the operating table.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. A visual and tactile inspection revealed no issues or damages in the hypotube and shaft polymer extrusion. Microscopic analysis identified damage to the stent, specifically with the stent struts being lifted in the mid-section. The balloon cones were reviewed, and no issues were found. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. A microscopic examination of the marker bands revealed no damages. Dimensional testing of the undamaged crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. No other issues were identified during the returned product analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery, and a 32 x 4.00 promus premier drug-eluting stent was selected for use. However, upon unpacking, the stent fell off from its delivery system. The procedure was completed with another of same device, and no patient complications were reported. The patient was stable. It was further reported that the stent detached from its delivery system during preparation outside the patient, when it was transferred to the operating table.